Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Shortly after the intervention, the patient accused pain deambulation, lameness, pain above the scar. The patient found out that the implant that she received was not adapted at her body because, it usually was used on younger people and in addition it released cr and co ions. The patient needs a revision surgery.

Manufacturer narrative:
Conclusion and justification status: a review of manufacturing records and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.